Manufacturer narrative:
The agent reported revision due to instability. Complaint has been evaluated and is similar to report number 1644408-2023-011414; 425-96-010, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery- due to instability.